Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown. Customer did not want to troubleshoot because he decided to use his 522 pump as backup.